Manufacturer narrative:
Additional information: d9, h3, h6, h10. Correction: d4 UDI # (remove entry, not the UDI #) and h4. H10: the device was received for evaluation. Visual inspection was performed which identified a cracked cap resulting in iodine leakage. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was observed on the minicap. This occurred after use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date of year 2021. Should additional relevant information become available, a supplemental report will be submitted.